Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2009. Subsequently, patient was revised (B)(6) 2012 due to pain experienced after patient suffered a fall. All implants removed and replaced with ssk components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Interoperative or postoperative bone fracture and/or postoperative pain.